Event description:
Per complaint (B)(4), a patient presented one week after initial placement of their dental implant for a checkup with mild dehiscence on the buccal bone. Three weeks after placement, the patient presented with visible micro-threads at the occlusal portion of the implant. A throbbing sensation and pain were also reported. The dental implant was removed.